Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the customer had high blood glucose level and sensor had inaccurate readings and the insulin pump kept shutting off. The customer¿s blood glucose was 500 mg/dl and the sensor glucose was 70 mg/dl at the time of the incident. The customer¿s current blood glucose level was 467 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was feeling little dizzy because of high blood glucose level. The customer was treated with insulin pump and manual injection for high blood glucose level. The sensor and insulin pump will not be returned for analysis.